Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three days post implant of these temporary pacing leads, the patient developed a hemothorax. The medical team observed a left hemothorax after opening the right ventricle to pulmonary artery, and after the re-intervention, erosion of the internal mammary artery was observed. The leads were removed. No additional adverse patient effects were reported.